Event description:
A malfunction was reported on the pump without any events occurring before it. The customer's blood glucose level did not exceed 500 mg/dl. It was noted that while the malfunction code was resettable, the caller had not reported nor reset the pump in the last 24 hours, and a follow-up was planned to continue the reset process.